Event description:
The customer initially reported that the device did not activate. A new device was used to complete the procedure without incident. There was no pt injury. The incident device was returned and initial testing showed that the device self-activated.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete, a f/u report will be submitted.